Manufacturer narrative:
PMA/510(k)#: p050017 s002 and s003. The device involved in this event is currently pending evaluation. A follow up report will be submitted with the final investigation details and conclusions.

Event description:
Doctor was placing the zilver stent in the iliac and felt some resistance. The physician assumed the stent was defective or was stuck on plaque. The safety lock was still on and no deployment had begun. Physician looked under fluro and saw a piece of the stent had broken off from the deployment system. The physician immediately pulled out the whole stent system from the patient. A piece of the stent was left in patient. An additional stent was placed to tack the broken piece to the artery wall.

Manufacturer narrative:
(B)(4). One x ziv6-35-80-8-60 device of lot# c1141935 was returned to cook (B)(4) for evaluation. Device was not returned in the original packaging and was open on receipt. Visual inspection of the delivery system revealed a section of the stent exiting the outer sheath. It was evident that the section of the stent exiting the outer sheath was fractured. The safety lock was not in place on the device but was returned separate to the device. As per the complaint description ¿..the stent still had the safety on and no deployment had begun..¿. It is possible that the red safety tab was displaced during transportation of the device to cook ireland. It was confirmed that the handle of the device was pulled all the way back and was in the correct position. The entire delivery system has been examined for damage and the outer sheath was noted to have several bends, 2.5cm, 33cm and 56cm from the white connector cap. It was evident that the inner peek was exposed from the outer sheath by approx. 4mm. Using calibrated ruler; the outer sheath measured 79.5cm which was noted to be slightly compressed but within specification. As indicated above, it is possible that the inner peek was exposed from the outer sheath due to slight compression of the outer sheath. The damage to the outer sheath may have occurred during the procedure as the physician experienced resistance when advancing the delivery system to the target location ¿doctor was placing stent in the iliac and felt some resistance¿. Using 1ml syringe with water, the device was flushed through both flushing ports, no issues noted. The delivery system was advanced over a non-hydrophilic 0.035¿¿ wire guide, slight resistance was noted. Visual examination of the white tip revealed slight damage to the distal end of the tip. R&d engineering deployed the stent fragment, no resistance was noted. During visual examination of the fractured stent it was evident the distal portion of the stent (part of the stent that was exiting the guiding catheter) was fractured and missing. The proximal end of the stent was intact and contained 4 gold rivets. The stent fragment measured 3.5cm. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. Imaging and additional information were requested to support the complaint investigation however limited information was available and imaging will not be provided for this case. It was confirmed that the area was calcified and pre dilatation was conducted before stent deployment. Upon evaluation of the returned device, the customer complaint can be confirmed as it was evident that the stent was fractured. As per the lab evaluation the distal portion of the stent (part of the stent that was exiting the guiding catheter) was fractured and missing. The proximal end of the stent was intact and contained 4 gold rivets. The information above suggests that the user experienced difficulty when attempting to advance the delivery system into the target lesion. It is possible that the flexor sheath could have compressed during advancement which resulted in stent being partially exposed/ deployed. It can be noted, that during the lab evaluation slight compression of the outer sheath was confirmed. It is possible that a difficult anatomy configuration could have contributed to the difficulties the physician experienced and therefore it is possible that the stent could have been partially deployed due to outer sheath compression and/or due to excessive manipulation of delivery system. The condition of the fractured stent indicates the stent fracture may have occurred when removing the delivery system from the patient. However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause of this stent fracture cannot be determined. As per instructions for use, precaution section: ¿manipulation of the zilver vascular stent requires fluoroscopic control¿. Stent placement section: ¿ensure the red safety lock is not removed until ready for final stent release. Once stent deployment has begun, the stent must be fully deployed¿. Potential adverse events section: ¿stent strut fracture¿ is listed as a potential adverse event. Instruction for use section: ¿place the delivery system under fluoroscopy to determine that the radiopaque markers on the delivery system are at the desired position. The stent is now ready to be deployed¿. Prior to distribution all ziv6-35-80-8-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the information provided in the complaint, a piece of the stent was left in patient. An additional stent was placed to tack the broken piece to the artery wall. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. PMA/510(k)#: p050017 s002 and s003. One x ziv6-35-80-8-60 device of lot# c1141935 was returned to cook (B)(4) for evaluation. Device was not returned in the original packaging and was open on receipt. Visual inspection of the delivery system revealed a section of the stent exiting the outer sheath. It was evident that the section of the stent exiting the outer sheath was fractured. The safety lock was not in place on the device but was returned separate to the device. As per the complaint description ¿..the stent still had the safety on and no deployment had begun..¿. It is possible that the red safety tab was displaced during transportation of the device to cook ireland. It was confirmed that the handle of the device was pulled all the way back and was in the correct position. The entire delivery system has been examined for damage and the outer sheath was noted to have several bends, 2.5cm, 33cm and 56cm from the white connector cap. It was evident that the inner peek was exposed from the outer sheath by approx. 4mm. Using calibrated ruler; the outer sheath measured 79.5cm which was noted to be slightly compressed but within specification. As indicated above, it is possible that the inner peek was exposed from the outer sheath due to slight compression of the outer sheath. The damage to the outer sheath may have occurred during the procedure as the physician experienced resistance when advancing the delivery system to the target location ¿doctor was placing stent in the iliac and felt some resistance¿. Using 1ml syringe with water, the device was flushed through both flushing ports, no issues noted. The delivery system was advanced over a non-hydrophilic 0.035¿¿ wire guide, slight resistance was noted. Visual examination of the white tip revealed slight damage to the distal end of the tip. R&d engineering deployed the stent fragment, no resistance was noted. During visual examination of the fractured stent it was evident the distal portion of the stent (part of the stent that was exiting the guiding catheter) was fractured and missing. The proximal end of the stent was intact and contained 4 gold rivets. The stent fragment measured 3.5cm. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. Imaging and additional information were requested to support the complaint investigation however limited information was available and imaging will not be provided for this case. It was confirmed that the area was calcified and pre dilatation was conducted before stent deployment. Upon evaluation of the returned device, the customer complaint can be confirmed as it was evident that the stent was fractured. As per the lab evaluation the distal portion of the stent (part of the stent that was exiting the guiding catheter) was fractured and missing. The proximal end of the stent was intact and contained 4 gold rivets. The information above suggests that the user experienced difficulty when attempting to advance the delivery system into the target lesion. It is possible that the flexor sheath could have compressed during advancement which resulted in stent being partially exposed/ deployed. It can be noted, that during the lab evaluation slight compression of the outer sheath was confirmed. It is possible that a difficult anatomy configuration could have contributed to the difficulties the physician experienced and therefore it is possible that the stent could have been partially deployed due to outer sheath compression and/or due to excessive manipulation of delivery system. The condition of the fractured stent indicates the stent fracture may have occurred when removing the delivery system from the patient. However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause of this stent fracture cannot be determined. As per instructions for use, precaution section: ¿manipulation of the zilver vascular stent requires fluoroscopic control¿. Stent placement section: ¿ensure the red safety lock is not removed until ready for final stent release. Once stent deployment has begun, the stent must be fully deployed¿. Potential adverse events section: ¿stent strut fracture¿ is listed as a potential adverse event. Instruction for use section: ¿place the delivery system under fluoroscopy to determine that the radiopaque markers on the delivery system are at the desired position. The stent is now ready to be deployed¿. Prior to distribution all ziv6-35-80-8-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the information provided in the complaint, a piece of the stent was left in patient. An additional stent was placed to tack the broken piece to the artery wall. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to provide details of the investigation conclusion. Initial event description as follows: doctor was placing the zilver stent in the iliac and felt some resistance. The physician assumed the stent was defective or was stuck on plaque. The safety lock was still on and no deployment had begun. Physician looked under fluro and saw a piece of the stent had broken off from the deployment system. The physician immediately pulled out the whole stent system from the patient. A piece of the stent was left in patient. An additional stent was placed to tack the broken piece to the artery wall.